Event description:
It was reported that this right ventricular (rv) lead exhibited noise and out-of-range high pacing impedance indicative of a fracture. The implantable device was turned off and this lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made to retrieve further information, including the lead model and serial number, but the field could not provide the requested details. If additional information becomes available, a supplemental report will be provided.